Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive. Customer does not recall any significant events leading to the error, except that a bolus was attempted and a battery change was made. Customer's blood glucose was 273 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.